Event description:
It was reported that noise was observed on both the right atrial (ra) and right ventricular (rv) channels of this pacemaker device in two (2) stored ventricular episodes. The noise was oversensed and pacing inhibition of greater than two (2) seconds was observed. The minute ventilation (mv) sensor was noted to be programmed off and lead measurements were all within normal limits. The boston scientific representative (rep) indicated that the issue was unable to be reproduced while the patient was in the clinic and there were no reports of the patient using a transcutaneous electrical nerve stimulation (tens) unit or undergoing any medical procedures. Boston scientific technical services (ts) stated that the most likely source of the noise is external electromagnetic interference (emi). Ts provided guidance to the rep that they can consider reducing the device sensitivity to minimize this from occurring in the future but without knowing what occurred on the day of the episodes, it is difficult to determine the exact cause. The device remains in-service. No patient symptoms or adverse patient effects were reported.